Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their system went down and they lost all monitoring. There was no patient incident.